Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. Aneurysm morphology was not reported. There was a shelf of calcium at the proximal end of the aortic neck. It was reported that the bifurcated stent graft was successfully implanted followed by deployment of a contralateral limb. The quick release button was released and the nose cone was retracted for removal of the delivery system. The nose cone retracted a few centimeters and stopped, it appeared to be stuck. The deployment handle was used to retract the nose cone into the graft cover followed by removal of the delivery system from the pt. An angiogram was shot which showed there was a type 1 endoleak at the proximal end of the bifurcated stent graft (see MFR # 2953200-2009-00642). This was successfully resolved by implanting an aortic cuff. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (excess glue). Evaluation summary: the delivery system was returned and its evaluation has been completed. The slider was retracted 6 mm with corresponding gap between taper tip and graft cover. The sheath appeared straight without kinks. During evaluation, the quick disconnect was disengaged and retracted 8.4cm before resistance was felt preventing further retraction. The resistance was overcome with force and the tip was fully recaptured. Trace of excessive glue was evident on the od of the inner lumen at glue port area.